Event description:
It was reported the patient's inflatable penile prosthesis had a broken cylinder. The system was replaced with a 65ml reservoir, pump, and 21cmx12mm cylinders. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.